Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that there was a white piece of septum in the syringe on multiple occasions. Reportedly, the customer used a different syringe and a new cartridge to complete the load sequence. Additionally, it was reported that the cartridge was leaking from the septum. Reportedly, the customer loaded a new cartridge to address the issue. There was no impact to the customer's blood glucose level.